Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post-initial procedure, a type 3a endoleak with component separation was identified during a routine follow-up. A re-intervention was done (B)(4), and the physician elected to implant two (2) ovation ix iliac limbs, an alto main body, ovation prime fill polymer, and a palmaz (non-endologix) device. Post-re-intervention the physician stated that after the palmaz (non-endologix) stent was deployed and the post picture was taken, he could not determine without certainty if the type 1a was resolved.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post-initial procedure, a type 3a endoleak with component separation was identified during a routine follow-up. A re-intervention was done (2031527-2022-00221), and the physician elected to implant two (2) ovation ix iliac limbs, an alto main body, ovation prime fill polymer, and a palmaz (non-endologix) device. Post-re-intervention the physician stated that after the palmaz (non-endologix) stent was deployed and the post picture was taken, he could not determine without certainty if the type 1a was resolved. Additional information: subsequent report indicate that there was no indication of a type 1a endoleak present upon further review and examination.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. There was concomitant product usage of alto aortic body, ovation ix limbs, and a palmaz (non-endologix device) stent within an afx device. This concomitant product use could have contributed to the reported event, but that could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. Subsequent report indicate that there was no indication of a type 1a endoleak present upon further review and examination. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem . G3 awareness date . H6 health effect - clinical code; remove 1924. H6 medical device probem codes; remove 3191. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.